Event description:
It was reported that the user received an insulin occlusion alert on the ilet and observed an air bubble in the connector with a reported blood glucose level of 254 mg/dl and with guidance, the user performed a fill tubing to purge the bubble and then resumed insulin delivery. Customer care provided support that included review of the event with user troubleshooting and education regarding tubing fill to clear air and restore flow. Investigation of this case revealed that the alert was consistent with an insulin flow obstruction and the presence of air in the infusion path, which was resolved by clearing the bubble and reestablishing delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.